Event description:
It was reported that after more than 15 days post implantation of the intraocular lens (iol) patient vision was not clear and was blur and/or shadow are forming. Patient's daily activities are affected as the situation is causing a problem with reading from the computer or mobile phone as well as driving at night. There was no medical or surgical intervention performed. No further information was provided.

Manufacturer narrative:
(Weight): unknown, as this patient identifier information was not provided. Explant date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.